Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information, that shortly after implant, this right ventricular (rv) lead displayed high out of range (oor) pacing impedance measurements. Technical services (ts) was contacted to discuss possible root cause for the abnormal behavior. Ts suspected a less than optimal connection, since the system was recently implanted. Ts advised to asses the device and lead if measurements continue to be oor. Ts requested a save to disk be sent in for review. There were no adverse patient effects reported. Subsequently, additional information was received that at a recent follow-up, the lead impedance was around 1, 300 ohms, and all other parameters were satisfactory. The physician was satisfied with device performance. The save to disk and pen drive from the follow-up were sent to ts for review. Ts confirmed the high oor pacing impedance measurement. Ts again advised to asses the device and lead if measurements continue to be oor, and still suspected the less than optimal connection was the most likely cause for the oor measurement.